Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
A resolute integrity drug eluting stent was implanted in the rca vessel to treat a dissection event. Approximately 8 months later it is reported that patient the suffered from an mi event . Investigator assessed the event as not related to the device. It is reported that the patient recovered.

Event description:
The previously reported mi approximately 8 months post index procedure was adjudicated to be a non-target vessel mi.